Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the infusion device shut off without first displaying an error or alert message. The patient faced symptoms of vomiting and severe dehydration. The patient was hospitalized due to diabetic ketoacidosis. The patient was in the intensive care unit and was treated with IV insulin. The name and the dosage of insulin were not provided. Patient was admitted to hospital on (B)(6) 2017 and was released on (B)(6) 2017. The infusion device was requested to be returned for product evaluation.